Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 9392507, 510k # k172199 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5 due to lumbar canal stenosis and spondylo listhesis. Intra-op, the cage broke into two pieces near the entrance of the intervertebral disc space during insertion. The broken pieces were taken out with a tweezer and no fragment of broken cage remained in the patient's body. No patient complications were reported.